Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 73.5cm distal to the distal end of the strain relief. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the distal extrusion identified no damages. A microscopic examination of the balloon identified no damages. No tears or pinholes were noted in the balloon material. A microscopic examination of the blades confirmed that all blades were fully bonded onto the balloon and did not exhibit any blade damage. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was fractured inside the patient's body. The device was removed directly and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that a catheter shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was fractured inside the patient's body. The device was removed directly and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.